Manufacturer narrative:
Concomitant medical products: custom made fenestrated/branched device ((B)(4) aaa-reinforced-fen-device; lot #: ac1011447). Aortic extension ((B)(4); lot #: ac1011443). Left iliac leg graft (zsle-16-74-zt; lot #: 8559817). Sma stent ((B)(4); lot #: 424679066) (non-cook device). Right renal stent ((B)(4); lot #: 246365014) (non-cook device). Left renal stent ((B)(4); lot #: 416010068) (non-cook device). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported pre-procedure imaging analysis performed on (B)(6) 2017 revealed a 51 mm pararenal aneurysm with no iliac angulation. All branch vessels were patent. On (B)(6) 2018, the patient underwent an endovascular aneurysm repair (evar) procedure and had an aortic extension, left iliac leg graft, sma stent, and right and left renal stents implanted. As reported, there were no difficulties deploying the devices. On (B)(6) 2018, the patient was discharged from the hospital following the index procedure (3 days post-procedure). In (B)(6) 2018, on an unknown date the patient experienced thrombosis of the left leg graft. No treatment has been provided yet, but the patient cannot walk and a thrombectomy will be performed. The site has not indicated any relationship to the study device or the study index procedure. The device did not malfunction or deteriorate in characteristics or performance. On (B)(6) 2018, the 30-day post-procedure computerized tomography (CT) scan showed a maximum aneurysm diameter of 52 mm. The celiac artery, sma, and both renal arteries were patent. The left iliac leg graft was not patent. All other devices were patent. The site has not indicated any relationship to the study device or the study index procedure. The device did not malfunction or deteriorate in characteristics or performance.

Event description:
Additional information was received on (B)(6) 2018: it was reported, the event from (B)(6) 2018 regarding sepsis has resolved on (B)(6) 2018.

Manufacturer narrative:
Additional information: it was reported that a thrombectomy of the graft in the left leg and a femoro-femoral cross-over bypass was performed on (B)(6) 2018 . The interventions were considered successful. On (B)(6) 2018 , thrombosis of the right hypogastric artery and occlusion of the left hypogastric artery was noted. On (B)(6) 2018 , the patient had a thrombectomy of the right hypogastric artery. These events were not related to the cook device of the previous procedure. The patient was discharged on (B)(6) 2018 . It was further reported that on (B)(6) 2018 , there was "sepsis on vascular graft infection (femoral bypass) treated with explantation of the femoral bypass and reimplantation of a veinous femoral bypass." The site has confirmed that the infection isn't located on any of the devices implanted during the index evar procedure and that the sepsis isn't related to the cook device.

Event description:
No additional information has been reported since the submission of the previous report.

Manufacturer narrative:
Corrected data: date of event: on (B)(6) 2018. Evaluation method codes: device not accessible for testing (4117). Evaluation conclusion codes: cause cannot be traced to device (4310). Evaluation / investigation: the actual complaint device was not returned as it is implanted in the patient. Imaging was not provided for review. A documentation based investigation was performed including a review of the device history record, the instructions for use, and quality control data. The device history record was reviewed and no non-conformances were noted. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. The IFU provided with the zsle device states, "patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." The patients pre-existing conditions included cancer, smoking and cardiovascular disease (myocardial infarction, ptca/stent, hypertension and hyperlipidemia). All of these factors suggest that the patient was in a hypercoagulable state. Thrombosis of the right hypogastric artery and thrombus occlusion of the left hypogastric artery was also reported. This could also indicate an increased propensity for thrombus formation. After review of the design history files and device history record, there is no evidence to suggest that the device was manufactured out of specifications. From the information provided, patient condition was a contributing factor for this complaint. From the pre-existing conditions, the patient was likely in a hypercoagulable state. Since imaging was not provided to aid in this investigation, a definitive root cause cannot be determined. It was reported that the device did not malfunction or deteriorate in characteristics or performance. It was also provided that the physician considered this event not related to either the device or procedure. Although a definitive root cause cannot be determined without imaging of the event, the investigation conclusion is likely the cause cannot be traced to the device ¿ the adverse event is related to patient condition. The information provided suggests that the patient was in a hypercoagulable state and it was reported that the device did not malfunction or deteriorate in characteristics or performance. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Measures were previously taken to address this failure mode and based on completion of the risk assessments (rbas) for the zsle and zisl, it was concluded that the benefits of the device outweigh the risks identified, and a lower incidence rate of occlusions vs. The previous version of zenith devices. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.